Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number. Customer declined returning equipment for evaluation.

Event description:
Customer reported netbook is displaying intermittent flat ECG lines, intermittent wave forms. Netbook is also freezing and disconnecting causing inability to read the ECG.